Event description:
It was reported that the ventilator stopped working during ventilation. The ventilator had been set to standby mode and the patient was not ventilated for 28 minutes. The patient expired 12 hours later. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No fault was found and no parts were replaced. The device logs were downloaded. The event log contains a standby and a ventilation start which corresponds to the reported event and time. The log shows that the standby was preceded by the pressing of the start/standby key by the user. There are no technical error codes in the technical log indicating no ventilator malfunction. Our conclusion in the matter is that the ventilator did not set itself to standby mode. There was no ventilator malfunction during the time of the incident.

Event description:
(B)(4).